Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the investigation results, disappearance of image during angle operation in u/d direction, could not be identified. We could not conclusively specify the root cause of the suggested event. Based on the results of the following investigation, the a-rubber leaked, and water entered the scope. This may have caused the event and may have led to the occurrence of the even. According to the inspection result by sbc, the followings were confirmed. Due to damage on ccd unit, the image disappears during angulation in ud directions. Due to damage on ccd unit, the image disappears during angulation in ud directions. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the image disappeared during the up angulation on the bronchovideoscope. There were no reports of patient involvement.